Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working remote monitor, did not power on even after the batteries were replaced. Additionally, when the remote monitor was connected, the home phones were disabled. The monitor was replaced. No patient complications were reported as a result of this event.